Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: data error of scope ID, b30(scope communication err) occurs, no image is displayed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, due to data error of scope ID, b30(scope communication err) occurs and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during setup and inspection for use, the colonovideoscope exhibited an image fault no image displayed. There were no reports of patient involvement.

Manufacturer narrative:
Additional information: h4. This supplemental report is being submitted to provide the manufacturing date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.